Event description:
Customer reported unexpected negative reactions on a donor unit tested with anti-c series 1. Negative reactions were observed after 5 minutes incubation at 37c and after 10 minutes incubation at 37c. This donor unit was shipped to a consignee and was typed at consignee as c positive and consequently returned to customer.

Manufacturer narrative:
Four c+c+ and four c+c- from retention panocell-16, lot 24774 and panocell-10, lot 23766 were tested ,with retention anti-c, lot 945002. The expected reactivity was observed in all testing. The customer's returned sample was tested with retention anti-c lot 945002 and anti-c lot 7b733 (polyclonal). The sample exhibited rough to weak reactivity after 5' 37c incubation and weak to moderate reactivity after additional 10' 37c incubation with anti-c lot 945002. The sample was nonreactive at is and exhibited weak to moderate reactivity with anti-c lot 7b733 only after 15' 37 c incubation. The customer's complaint appears to be related to the nature of the sample.